Event description:
Information received indicates the head of the bed is slowly drifting down.

Manufacturer narrative:
The technician found the head down valve was sticking. The technician replaced the head down valve to repair the bed.